Manufacturer narrative:
Device not returned. This event was determined to be reportable per edwards lifesciences procedures. The event was initially learned through implant patient registry. Through follow up with the health care provider (via fax), the reason for explant was learned. A copy of the operative report was requested; however, it was not provided. The device history record (DHR) review was completed and this device passed all manufacturing and sterilization inspections with no nonconformance.

Event description:
It was reported that the device was explanted after an implant duration of approximately 71.3 months. Through follow-up with the health-care provider, it was learned that the device was explanted due to mitral regurgitation.

Event description:
It was reported that during an open colectomy, as the surgeon was closing the device, the anvil detached. The surgeon then reattached the anvil and the device was fired properly. The same device was used to complete the procedure. There was no adverse consequence to the patient reported. The device was discarded.

Manufacturer narrative:
The device will not be returned, because it was discarded.